Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie 4.1 all pockets were failed. A field service engineer identified that cubies were not detected on the bus, rebooted the machine, which recovered successfully. The customer performed testing and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pocket failed. Half height drawer was unable to access and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.